Event description:
Per the clinic, the patient reportedly experienced pain and discomfort at implant site following MRI. The patient's head was wrapped as recommended by cochlear. The device was explanted (date not reported) and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.